Event description:
It was reported to philips that the live monitor was not displaying occasionally which can impact on imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the procedure was completed as planned and the issue was intermittent, and the live image returned to normal, allowing the procedure to be finished. It was reported that the live monitor was not displaying occasionally which can impact on imaging. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed an issue with the cable connector. Fse adjusted the connector. After that, the system was returned to use in good working. The codes were updated based on the investigation outcome.